Event description:
It was reported to philips that the host pc would not boot up. The device was not in clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction and removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Manufacturer narrative:
Philips has investigated this complaint. The system has been restarted 3 times, but it did not solve the problem. As part of the troubleshooting action, the fse found that the random access memory (ram) connection was not properly connected well, therefore the fse reset the ram connection, as well as the host pc covers and reseated, cleaned all boards. After these repairs, the system was returned to use in good working order. The codes were updated based on the investigation outcome.